Manufacturer narrative:
Investigation: since bd was unable to duplicate your indicated failure mode since no sample has been provide and review of DHR show no abnormalities during needles manufacturing, a definitive root cause related needle manufacturing process is not possible to determine, currently.

Event description:
It was reported that a bd microlance¿ 3 needle 30g x 0.5 does not attach correctly to the prefilled syringe, and leaks when the plunger is pushed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd microlance¿ 3 needle 30g x 0.5 does not attach correctly to the prefilled syringe, and leaks when the plunger is pushed.